Manufacturer narrative:
Evaluation summary post market vigilance (pmv) received one device. The visual inspection of the returned product noted that the distal end of the cannula was cut. The obturator appeared intact. The condition of the device precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly or component related failures. Replication of the cut at the distal end of the cannula may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information becomes available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during the right lower thoraco/lobectomy procedure, the device was using without problem, but when the device was removed from the patient, the cannula was noted to be chipped. Surgeon searched broken pieces in the patient body with endoscope, but nothing was found. Since the event was occurred after the procedure, the operation was completed. The status of the patient: no problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the lobectomy procedure, the device being used appeared to have no problem. However, when the device was removed from the patient, the cannula was chipped off. The surgeon searched the broken pieces in the patient¿s body with the use of an endoscope, but nothing was found. The event occurred after the procedure.